Manufacturer narrative:
(B)(4). Pump error 63 alarm (variable info=3) during self test and confirmed in the pump history due to cold solder joint on u1 keypad assembly. Unit was received with normal operating currents and no unexpected low battery alarm noted during testing. Replace battery alarm and power error 25 confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery alarm and then alarmed pump error 25 was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. Pump was received with cracked reservoir tube retainer, minor scratched lcd window and cracked select button keypad overlay.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose was unknown at the time of the incident. The customer states anomaly persist with replacement battery cap. The insulin pump will not be returned for analysis.